Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "deflation on an unknown side". The device remains implanted.

Event description:
Healthcare professional additionally reported "any creases". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the returned device identified: opening, crease fold, wear abrasion, broken on posterior, missing. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified crease smooth opening on posterior, four opening striated, two broken striated. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. Two striated broken in the posterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive. Three striated opening in the radius side assessed as surgical damage. A striated opening in the posterior side assessed as surgical damage."

Event description:
Healthcare professional reported a right side deflation and "any creases." The device has been explanted.